Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k072543.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch select meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in (B)(6) 2011. On an unspecified date/time, the patient reportedly obtained blood glucose results of "55 and 210mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient manages his diabetes with insulin (self adjuster); however, it is unclear what action, if any, the patient took following the alleged issue. As a result of the reported meter issue, the patient claimed he developed symptoms of shaking and lightheadedness in (B)(6) 2011 (date/time not specified). The patient, however, denied receiving any treatment after the alleged issue began. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.